Event description:
The following has been reported: biomed reported: "no known delay of care or patient harm pump giving the error of the tubing/cassette not loaded correctly. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.